Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and experienced a subdural hematoma. The implantable pulse generator (ipg) exhibited pacing problems and implant detect was in progress. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.